Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pelvic pain"), device dislocation ("the essure placed in the right tube was not found") and salpingitis ("right tube was inflamed with what looked like scar tissue") in a 44-year-old female patient who had essure (batch no. A67116, a57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, pelvic adhesions and obesity. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 11 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues, excessive clotting"), back pain ("back pain") and scar ("right tube was inflamed with what looked like scar tissue"). The patient was treated with norethisterone (micronor), surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device), surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device), surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, salpingitis, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, weight increased and scar outcome was unknown, the pelvic pain was resolving and the headache, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, salpingitis, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: lot number added. The events device dislocation, salpingitis, scar tissue, migraines / headaches, dysmenorrhea (cramping), dyspareunia, weight gain. Back pain" were added. Outcome of event "back pain, cramping, headaches, sexual intercourse" were updated to recovered. Patient demographics and aka name was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pelvic pain"), device dislocation ("the essure placed in the right tube was not found") and salpingitis ("right tube was inflammed with what looked like scar tisse") in a 44-year-old female patient who had essure (batch no. A67116-inv, a57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, pelvic adhesions and obesity. Concomitant products included duloxetine hydrochloride (cymbalta), norethisterone (ortho micronor) from (B)(6) 2013 to (B)(6) 2013 , paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016 and vitamins nos (multivitamin) since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues, excessive clotting"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("mid to lower back pain") and fallopian tube disorder ("right tube was inflammed with what looked like scar tisse"). The patient was treated with alprazolam (xanax), norethisterone (micronor) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, salpingitis, menstrual disorder, menorrhagia, vaginal haemorrhage, migraine, weight increased and fallopian tube disorder outcome was unknown, the pelvic pain was resolving, the depression and anxiety had not resolved and the headache, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Both tubes were fully closed.. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia lot number:a57116 manufacture date: 2012/09 expiration date: 2015/09 lot number a67116 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received. Events psychological or psychiatric problems condition: depression , psychological or psychiatric problems condition: mental anguish outcome updated. Xanax treatment drug added. Incident we received a ot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("severe pelvic pain") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis and pelvic adhesions. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with norethisterone (micronor), surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease, treatment medications, new events fallopian tube perforation, menorrhagia, vaginal haemorrhage, depression, anxiety added. Outcome for the event pelvic pain updated to recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("severe pelvic pain") in a 44-year-old female patient who had essure (batch no. A67116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis and pelvic adhesions. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with norethisterone (micronor), surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-sep-2018: medical record received-lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("severe pelvic pain"), device dislocation ("the essure placed in the right tube was not found") and salpingitis ("right tube was inflammed with what looked like scar tisse") in a 44-year-old female patient who had essure (batch no. A67116-inv, a57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, pelvic adhesions and obesity. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 11 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues, excessive clotting"), back pain ("back pain") and fallopian tube disorder ("right tube was inflammed with what looked like scar tisse"). The patient was treated with norethisterone (micronor), surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, salpingitis, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, weight increased and fallopian tube disorder outcome was unknown, the pelvic pain was resolving and the headache, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia lot number:a57116 manufacture date: 2012/09 expiration date: 2015/09. Lot number a67116 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('severe pelvic pain'), device dislocation ('the essure placed in the right tube was not found') and salpingitis ('right tube was inflammed with what looked like scar tisse') in a 44-year-old female patient who had essure (batch no. A67116-not valid, a57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, pelvic adhesions and obesity. Concomitant products included duloxetine hydrochloride (cymbalta), norethisterone (ortho micronor) from february 2013 to june 2013, paracetamol (acetaminophen) from april 2013 to september 2016 and vitamins nos (multivitamin) since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues, excessive clotting"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("mid to lower back pain") and fallopian tube disorder ("right tube was inflammed with what looked like scar tisse"). The patient was treated with alprazolam (xanax), norethisterone (micronor) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, salpingitis, menstrual disorder, migraine, weight increased and fallopian tube disorder outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia and back pain had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Patient received treatment for :pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on 27-jun-2013: results: total bilateral occlusion. Both tubes were fully closed.. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia lot number:a57116 manufacture date: 2012/09 expiration date: 2015/09. Lot number a67116 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event pelvic pain, vaginal haemorrhage and menorrhagia were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('severe pelvic pain'), device dislocation ('the essure placed in the right tube was not found') and salpingitis ('right tube was inflammed with what looked like scar tisse') in a 44-year-old female patient who had essure (batch no. A67116-not valid, a57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, pelvic adhesions and obesity. Concomitant products included duloxetine hydrochloride (cymbalta), norethisterone (ortho micronor) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2016 and vitamins nos (multivitamin) since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 11 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues, excessive clotting"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("mid to lower back pain") and fallopian tube disorder ("right tube was inflammed with what looked like scar tisse"). The patient was treated with alprazolam (xanax), norethisterone (micronor) and surgery (laparoscopic assisted hysterectomy with bilateral salpingectomy for removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, salpingitis, menstrual disorder, migraine, weight increased and fallopian tube disorder outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia and back pain had resolved and the depression and anxiety had not resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Patient received treatment for :pain , bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Both tubes were fully closed. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia. Lot number:a57116 manufacture date: 2012/09 expiration date: 2015/09 . Lot number a67116 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.